Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the device activity log does show evidence to suggest the user was in lead 1 instead of pads view. Further review of the activity log also indicated shocks were delivered to the patient during the event. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrodes after three shocks had been delivered. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.